Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). DHR review was completed for the subject lot numbers: tmtb11 - 63399196; tmtb10 - 63390567; tmt4b11 - 63399195. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization records: tmtb11 - st3029; tmtb10 - st3021; tmt4b11 - st3022, were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers: tmtb11 - 63399196; tmtb10 - 63390567, for similar events and 1 other relevant complaint was identified, (B)(4). Investigation has yet to be completed and results are not available at this time. Additionally, complaint history review was performed for the reported lot number: tmt4b11 - 63399195, for similar events and no other complaint was identified. Review completed utilizing keywords: medical infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided.

Event description:
The doctor reports a chronic infection in the implant area after about five (5) years of use. The affected dental positions are: #11 #22, #24, #13 and #15. The doctor reports: pain and inflammation. The doctor reports that the procedure was not completed with the placement of other implants.